Manufacturer narrative:
Reported event: an event regarding the magenta segmented bone outline shifting involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history review: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding the magenta segmented bone outline shifting. Two other reported events were found ((B)(4)). Conclusion: the nonconformance of the magenta segmented bone outline shifting when the user first enters the "liament balancing" page and then navigates back to the "CT landmarks" page was investigated in nc (B)(4). These same steps were taken to reproduce the error found in this case. By entering the ligament balancing page and going straight to the CT landmarks page, the same error was reproduced in a lab setting.

Event description:
During a tka case, upon reaching joint balancing, the software was indicating 15-20 degrees of varus which did not match the patient's leg. Mps went back to CT landmarks and discovered that all the landmarks shifted 1mm to the right. Mps then recaptured the landmarks and went back to joint balancing and the issue persisted. Mps also checked checkpoints and all values were green and passing. Case was aborted to manual at this point and mps was seeking advice prior to next tka case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a tka case, upon reaching joint balancing, the software was indicating 15-20 degrees of varus which did not match the patient's leg. Mps went back to CT landmarks and discovered that all the landmarks shifted 1mm to the right. Mps then recaptured the landmarks and went back to joint balancing and the issue persisted. Mps also checked checkpoints and all values were green and passing. Case was aborted to manual at this point and mps was seeking advice prior to next tka case.